Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, post implant, that the right ventricular (rv) lead was exhibiting high thresholds and loss of capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.